Event description:
It was reported that a flogard infusion pump would not turn on. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The customer reported problem of cannot turn on was confirmed. The cause was due to damaged main batteries. The main batteries were replaced to resolve the issue. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.